Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the implantable cardiac monitor (icm) had several episodes of undersensing. The icm remains in use. It was noted that the patient is a participant in the reveal_af study. No patient complications have been reported as a result of this event.